Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). The physician predilated the mid to distal lad. This 3.30x38 promus element - stent delivery system (sds) was advanced but was unable to cross the lesion. Following removal of the sds, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was listed as stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).